Manufacturer narrative:
The endowrist stapler 45 instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the instrument log for the product associated with this event shows that the instrument was last used on (B)(6) 2020 on system sk1587. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history does not show any additional complaints related to this product. No images or procedure videos were shared for the event. This complaint is being reported based on the following conclusion: the stapler failed to release from tissue when commanded by the user or system. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the endowrist stapler 45 (sn#(B)(4)) was stuck on tissue in arm 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) stated that logs showed errors 22030 and 256. The customer had already pushed the emergency stop button prior to calling. The tse walked the staff through using the stapler release kit (srk) and the staff was successful in removing the stapler from tissue and the instrument from the patient. The customer had decided to use a laparoscopic stapler to complete the case. The customer was instructed to return the stapler and its reload to isi for analysis. The customer inserted another instrument on arm 4 and it was manipulating normally. The customer proceeded with the case. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated information can be found in the following fields: d9, g3, h2, h3, h6, and h10. D02- intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of "locked and would not open." For clarification the instrument was found to have a shifting failure. Review of the logs found that the instrument generated error 22030 "a stapler 45 failed in its operation - failure mode: shifting failure / shifting to fire from roll stapler 45 / sn (B)(6)" the logs found that the emergency stop button was pressed after the shifting failure occurred. Review of the log found that the last successful action that was performed by the instrument was a clamp. Based on the review of the logs it can be concluded that the shifting failure did not occur during initialization. The root cause of this failure was not determinable. Additional findings not reported by site indicated that the instrument was found to have the yaw plate broken. Yaw plate web was bent outwards towards the fire cardan. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Signs of corrosion/contamination were found on the instrument bearings. The bearings exhibited orange discoloration. Root cause of this failure was attributed to mishandling. The instrument was also found to have one of the tabs from the upper chassis broken off. Root cause of this failure was attributed to mishandling. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions and the grips opened successfully.